Event description:
The rotator snare is intended to be used with diathermic energy for the endoscopic resection of polyps in the gastrointestinal tract. It was reported that during a procedure while the handle was rotated, the customer indicated that the cautery was "weak". They used another snare but this time also checked the diathermy settings and found no current going through. The customer chose to continue the procedure with a cold snare and proceeded to resect the polyp, which started to bleed. There was no reported harm or injury to the patient.

Manufacturer narrative:
The company performed electrical connectivity testing on units from the same lot number, and those units all passed. The end user informed the distributor that they are not quite sure as to why this event occurred and that they are not suggesting that the snare device was the cause of this event at all. The facility indicated that they have new staff members on the unit who are unfamiliar with endoscopy and are looking at all of the variables involved. As result of our investigation, the distributor has offered the end user in-service training for their entire staff on all the products they use. Even though there was no reported harm or injury to the patient, us endoscopy is submitting this MDR because of the concern for non-cautery with the device.